Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) was unexpectedly shutting down and restarting, with a yellow wrench alarm on the mpu and a no external power alarm on the system controller. The patient was switched to battery power and the customer planned to exchange the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) unexpectedly shutting down and not supplying power to the system controller could not be confirmed. No log files were submitted for review, nor was the mpu returned for analysis. Multiple good faith effort (gfe) attempts were sent to gather log files from the event, if there were any patient consequence as a result of the event, if the mpu had a v-lock connector, if the ac power cord came loose at the wall or back of the unit outlet, and if the mpu would return for analysis. Responses received stated that these questions would be answered during a clinic visit from the patient; however, after multiple attempts were made to receive the mpu from the patient, these questions remained unanswered. The investigation will be reevaluated if the product is received. The root cause of the reported event could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate mobile power unit, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. He heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their equipment and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h7/h8: fsca added. Manufacturer's investigation conclusion: the device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.